Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/14/2015 with the following findings: evaluation revealed the keypad is punctured on the arrow up key. Removed keypad, no contamination observed. The pump powered to verify screen with vibrations only. Audio tones were not functioning. Opened pump solder on piezo was cracked. Investigators soldered the piezo and audio works. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed audible tones. This report is made based on results of investigation completed on 10/14/2015.